Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lot numbers provided, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 700cc smooth mentor memorygel breast implant experienced sloshing sound and suspected implant rupture postoperatively, on an unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot-serial numbers (B)(4) were provided, but it is unknown which lot-serial number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 23-feb-2021, mentor became aware of omitted information in the initial report. Manufacturer¿s reference number: (B)(4). Lot: 5863962; h4. Device manufacturing date: 31-oct-2008; d4. Expiration date: 30-oct-2013. Lot: 5861664; h4. Device manufacturing date: 23-oct-2008; d4. Expiration date: 22-oct-2013.